Manufacturer narrative:
Concomitant medical products: product ID: 37022, product type: external neurostimulator. Product ID: neu_unknown_lead, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient's trial started yesterday with the right lead placed for the right groin target. The left lead was attempted but the patient was experiencing pain so the second lead was not placed. The patient had an increase in left leg pain and was sent to the ER last night to rule out cauda equina. The ER sent the patient home and was planned to come into the clinic today on the day of this report. The patient stated that the new pain was in the bilateral legs, calves, and the balls of the feet felt like surges. The patient went to the clinic and had the lead removed. After the lead was removed the pain was not as bad and the patient only had a few surges after that. The healthcare provider (hcp) wanted to wait a few weeks but the patient still wanted to move forward with the permanent implant because of the relief he received during the small period of time with the trial. There was a reported symptom of pain in the left leg. This was considered a sudden change in therapy/symptoms.